Event description:
Follow-up information provided the issue has been resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was getting error messages after updates. Exact error messages that were displayed are unknown at this time. Diagnostics revealed ipg was ok. As a result, the patient may be awaiting further troubleshooting.

Event description:
Additional information provided the device is not linked to fsca.